Event description:
Consumer claimed that while using the product she developed headaches and sore gums. No medical attention was sought for this condition.

Manufacturer narrative:
Sheffield pharmaceuticals is attempting to retrieve the suspect sample from the consumer for eval. If it cannot be retrieved, a reserve sample of the same lot will be evaluated.